Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the wire of the cutting loop broke prior to the procedure. There were no injuries or additional procedures reported, and no parts of the device were left in the patient.